Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery was depleting quickly. There was no impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged battery not holding charge issue could not be verified. A different issue was also identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the alert had not reoccurred after charging the pump. There was no impact to the customer¿s blood glucose.